Event description:
It was reported that the locks on the 9600+ system were stripped and in need of repair. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an investigation. Based on info provided, the following components have been ordered. C-rotation brake and the rotor pad. It is believed that once the identified components are replaced, the reported issue will be addressed. If any add'l info is received that indicates otherwise, a follow up report will be submitted as required.